Manufacturer narrative:
Alleged failure: safe light does not work burnt hole through stand, light box stays on probable root cause: safelight design. Use error. The device manufacture date is not known (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the safelight cable burnt a hole in the stand. There were no injuries.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the safelight cable burnt a hole in the stand. There were no injuries.